Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Left knee revised, for diagnosis failed left total knee. Revising surgeon indicated that tibia component initially didn't appear loose, but it came loose from the cement mantle with very little effort, and he noted that there was no cement adhered to the backside of the implant at all. The tibia cement mantle on the other hand, was well-fixed, and tedious to remove. The femur component was noted to be well-fixed medially, but loose posterior laterally (could easily slide knife blade between implant and bone). It was not indicated if the loose portion of the femur component was at the cement to implant, or the cement to bone interface. Patella was well-fixed and not revised. Stated no apparent polyethylene wear of the explanted tibial insert. Doi: (B)(6) 2015; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.